Event description:
The account reported the brakes will set but do not hold. No patient injury reported.

Manufacturer narrative:
The tech checked the brake caster wheel and the brake steer caster wheel are worn out. Per the hil-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake caster wheel and the brake steer caster wheel to resolve the issue. Based on this information, no further action is required.